Event description:
Customer reported a pt was seriously burned with blisters after treatment to the forearms and full legs with their new lightsheer system, which may have had a spot outside the sapphire tip. The pt reported that she saw a dermatologist who diagnosed second degree burns and prescribed antibiotics, steroids and ointment. Based on the info provided by the pt, it appears that at this time the burns have healed and that the dermatologist has also indicated that pigmentation changes are possible in another 4-6 mos. Neither the customer nor the pt provided medical records or post-treatment photographs for lumenis' investigation of this incident.

Manufacturer narrative:
The customer reported that there was a black spot on the outside of the tip and that the spot was scraped off by the tech before customer sent the system to the svc depot. During check in the unit met mfg specification and no spots were noted on the sapphire tip. The foreign material reported by the customer to have been present on the sapphire tip, appears to be the root cause of the incident. Because the customer removed the debris prior to sending the device to the svc depot, the problem could not be objectively confirmed by the service depot. The service depot performed energy meter calibration and performed all necessary reliability improvements and final test.